Manufacturer narrative:
The device was not returned to olympus for inspection. The investigation was conducted using the information provided by the customer and the inspection findings from the third-party distributor. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to a stress problem identified. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the third-party distributor's device evaluation, the bronchovideoscope suction function flow failed was found. There was no patient involvement.